Event description:
On (B)(6) 2018, the reporter was contacted by lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio select simple meter was reading inaccurately high compared to another meter (emergency room meter). The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the issue started on the evening of (B)(6) 2018, alleging that they obtained inaccurately high blood glucose results of ¿200 and 300 mg/dl¿ on the subject meter compared to ¿60 mg/dl¿ on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that the patient manages their diabetes with oral medication, diet and exercise, and that at an unknown time after the meter issue began, the patient developed symptoms of ¿dizziness, shaking and sweating¿. The emergency services attended the house and the result of ¿60 mg/dl¿ was obtained. The patient was transferred to the hospital and was admitted for 3 days, receiving treatment of ¿diet rich in glucose¿. The reporter stated that the patient is now at home and is ¿healed¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Csr noted when a walk through test with control solution was carried out the result was not in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, that required hospital admission and treatment, after the alleged product issue began.